Manufacturer narrative:
As received, a partial lead was returned for analysis measuring 46.0 cm with an extraction tool inserted for the reported event of noise. Visual examination found the helix retracted and clogged with blood/tissue, as well as an external insulation abrasion exposing the outer coil caused by friction to the device can from 44.6 cm to 44.8 cm from the distal tip. No conductor fractures or internal shorts were noted. The reported event of noise was confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited noise. The physician explanted and replaced the lead. The patient was in stable condition.